Event description:
The facility reported a colleague infusion pump with a failure code 812 on channel a. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the general patient ward. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4), evaluation summary: the reported condition of a colleague infusion pump with failure code 812 on channel a was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Additional information: a device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.